Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose of 567 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. Reviewed the bolus history and no record of boluses was found in the daily totals for the day before. No further info was provided.